Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause was a pre-analytical issue such as a too short clotting time resulting in clot formation. A more general possibility could be bubbles or foam on the reagent surface or on the system reagent surface. Based on the provided data, a general reagent issue could be excluded.

Manufacturer narrative:
Clarification was received that the reagent lot number was actually 172096. The expiration date was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys ft3 iii results for five patient samples. The samples were retested on another cobas e602 analyzer and then repeated on the original cobas e602 analyzer. Patient 1: initial result was 5.1 pg/ml, repeat results were 3.0 pg/ml and 3.2 pg/ml. The following patients were tested on (B)(6) 2017. Patient 2: initial result was 7.3 pg/ml, repeat results were 2.1 pg/ml and 2.1 pg/ml. Patient 3: initial result was 9.2 pg/ml, repeat results were 3.8 pg/ml and 4.0 pg/ml. Patient 4: initial result was 3.9 pg/ml, repeat results were 2.1 pg/ml and 2.2 pg/ml. Patient 5: initial result was 6.7 pg/ml, repeat results were 3.2 pg/ml and 3.3 pg/ml. Information concerning if the erroneous results were reported outside the laboratory was requested but it was unknown. The patients were not adversely affected. The reagent lot number was 17902600. The expiration date was requested but was not provided. An effect due to electrostatic was suspected.